Manufacturer narrative:
One device was received for evaluation. Visual inspection found the contamination, and the top case to be cracked. Functional testing was able to verify and duplicate the issue. It was determined that the power supply board was the root cause. The power supply board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not charge the battery nor indicate that it was plugged into ac power. There was unknown patient involvement.